Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the needle cover was not attached and needle did not retract,with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the needle cover was not attached and the needle did not retract.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle cover was not attached and needle did not retract,with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: it was reported that the needle cover was not attached and the needle did not retract.